Manufacturer narrative:
H.6. Investigation summary: four photos were provided by the customer for investigation. Two of the photos appear to be the same as they show the label on the outside of a box which provides the material number and lot (batch) number. The third photo shows a person holding a blister pack with a syringe. The person has pulled the blister pack back around the needle shield and it can be seen that the needle attached to the syringe has been bent and is protruding through the needle shield and blister pack. The fourth photo shows the same person holding the blister pack in a different angle. The bent needle protruding through the needle shield is still visible. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the photos provided it appears the needle was slightly bent when the shield was being pressed on at the shielding station. This caused the needle to pierce the shield. The non-conforming product was then bulk packaged and sent to the bd plant where the non-conforming product was packaged and shipped to the customer without the non-conformance being detected by the personnel involved in the production and packaging of the product. Bd acknowledges that the syringe in the photos provided by the customer has a needle shield which has been pierced by the needle. However, as the reported occurrences would not exceed the acceptable quality level (aql) for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that sterile breach occurred before use with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter, "this is the first time in my medical history to see this type of manufacturing error. The needle went pretty far in my employees finger. Thankfully the package was sealed. That's what is so bizarre. The package is still completely sealed." It was reported that needle was through the shield, causing a needle stick. 3 occurrences were reported for the needle through the shield, but only 1 occurrence was reported with a needle stick.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that sterile breach occurred before use with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter. "This is the first time in my medical history to see this type of manufacturing error. The needle went pretty far in my employees finger. Thankfully the package was sealed. That's what is so bizarre. The package is still completely sealed." It was reported that needle was through the shield, causing a needle stick. 3 occurrences were reported for the needle through the shield, but only 1 occurrence was reported with a needle stick.